Event description:
It was reported the catheter was being placed into the patient's internal jugular in the intensive care unit. During insertion, the guide wire broke/unwound. As a result, everything was removed and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.